Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6. Corrected fields: h11(tac). The device was not returned to olympus for inspection, and the reported failure was confirmed. The customer contacted olympus technical assistance support (tac) via phone. The customer was advised that the issue could be related to grounding, shielding, or electrical leakage. The customer informed tac that the video cable was at fault. Technical support suggested that the customer should get a serial digital interface (sdi) cable and provided the part number. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of reported issue was traced to faulty video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had the image goes black when activating a generator. There were no reports of patient involvement.